Manufacturer narrative:
The reagent lot number was 82721401 with an expiration date of 30-apr-2026. The field service engineer found that the pinch valve was not actuating properly. He replaced two pinch valves and the bead mixer paddle. He flushed the prewash sipper and reagent probe. He performed measuring cell preparations, mechanism checks, and a precision check, which were all successful. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results from the cobas 6000 e601 module. The initial result was 38.85 ng/l. The result from the next sample drawn from the patient two hours later was <6 ng/l with a data flag. The emergency department physician questioned the result of 38.85 ng/l, and the original sample was repeated. The repeat result was <6 ng/l with a data flag.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.